Event description:
Pt reporting last night that pump (sn (B)(4)) vibrated then the screen went blank. She tried changing the batteries and the pump did the same thing. Pt switched to her backup pump. Reported no other problems. Advised that we could send her a replacement pump. No other info available. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: pah.